Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose was 0.9 mmol/l (16.2 mg/dl) and the patient was found unresponsive by their husband. The pod was removed by the husband and taken to the hospital for investigation. It is not known what mode device was set to (manual or automatic mode).